Event description:
The clinician reports that the day the implant was placed in ada 4, failure occurred upon insertion. Sinus augmentation and immediate extraction site. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports that the day the implant was placed in ada 4, failure occurred upon insertion. Details of surgery: sinus augmentation and immediate extraction site. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports that the day the implant was placed in ada 4, failure occurred upon insertion. Details of surgery: sinus augmentation and immediate extraction site. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports that the day the implant was placed in ada 4, failure occurred upon insertion. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.